Manufacturer narrative:
Investigation summary: one sample was received and analyzed by our quality team with the customer's complaint of damaged/ leaking female luer. The 4 way microbore set was visually examined and the complaint was verified as the crack was barely visible to naked eye. Saline was injected using a 10ml syringe through the cracked female luer and the solution sprayed out from crack. The root cause of this issue is unknown, but after further analysis under a high power digital microscope- the crack resembles that of female luer cracks that were created by over tightening male luer connector. This is a possible root cause. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Sample received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that quadfuse infusing vasopressors, sedation, and ionotropic agents, cracked, patient experienced hemodynamic instability and immediate intervention was required.